Event description:
The hospital reported that ultima activator ii reusable drive mech are coming up sterile but when they open the tray the components are full of rust. Rust identified before procedure after opening from tray. The photo provided by complainant shows the device with a small spot of discoloration on the surface which appears to be corrosion. Np patient involvement.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise - (B)(4). Updated section - b4, d9, g3, g6, h2, h3, h6, h11. The device was not returned to maquet cardiac surgery for investigation; however, a photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. Signs of corrosion was observed on the near the bottom of the device. No other visual defects were observed. Based on the non-return of the device as well as the evaluation results, the reported failure "corrosion" is not confirmed. The lot # 221014 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that ultima activator ii reusable drive mech are coming up sterile but when they open the tray the components are full of rust. Rust identified before procedure after opening from tray. The photo provided by complainant shows the device with a small spot of discoloration on the surface which appears to be corrosion. No patient involvement.

Manufacturer narrative:
Trackwise ID# (B)(4). Updated sections: b-3,b4,g3,g6,h2,h11. Corrected section b5.